Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle clogged and failed to deliver medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about needle clog."

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle clogged and failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about needle clog."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.